Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, difficulty connecting the right ventricular (rv) lead to this implantable cardioverter defibrillator (ICD) was encountered. The rv pacing impedances were greater than 2,000 ohms. The setscrews were loosened and the lead was fully inserted with normal measurements thereafter. No adverse patient effects were reported. Device remains in service.